Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a broken drum. The reported condition was confirmed. It was determined that this was due to not operating the device at the correct rotation per minute (rpm) which will cause the drum to break. The assignable root cause was determined to be due to user error, abuse, and/ or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing in sterile processing, it was observed that the reciprocating micro saw device came apart and was in pieces. It was further reported that the bearings inside the attachment came off. It was reported that all pieces were retrieved. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.